Event description:
"Dr. (B)(6) informed me, that flushing the device with heparinized saline showed a leak at the flushport - or / and a hairline crack at the connection hose / another occurrence he reported to me - when advancing the inner sheath out of the outer one - after several turns the system showed "unregulated" forward movement. Dr. (B)(6) used another option to flush the graft in a proper way and was able to place and implant the graft - without any incident. Procedure went well - good outcome." Patient outcome - "procedure went well - good outcome."

Event description:
"Dr. (B)(6) informed me, that flushing the device with heparinized saline showed a leak at the flushport - or / and a hairline crack at the connection hose / another occurrence he reported to me - when advancing the inner sheath out of the outer one - after several turns the system showed "unregulated" forward movement. Dr. (B)(6) used another option to flush the graft in a proper way and was able to place and implant the graft - without any incident. Procedure went well - good outcome." Patient outcome - "procedure went well - good outcome."